Event description:
The pumped was returned to the sterile processing department with an unsigned note that stated, "says battery and beeps." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, it was noted that the "neutral prong" on the plug of the power cord was missing and there were black charring marks on the inside plug. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.